Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as open sores under the sensors digging into the skin. There was no alleged device malfunction contributing to the wound. The patient¿s nurse applied a barrier cream to the wound. Follow up indicated that the wound improved.